Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, a split thickness skin graft was being taken from the left inner forearm. During this process, the radial artery was injured. The artery that was injured was required to complete the reconstruction of a tumor excision. Due to the vessel injury, the original operative plan to use a forearm free flap was abandoned and a new free flap site was chosen to reconstruct the defect. There was a 2 hour delay, during which the patient was under anesthesia. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that during surgery, a split thickness skin graft was being taken from the left inner forearm. During this process, the radial artery was injured. The artery that was injured was required to complete the reconstruction of a tumor excision. Due to the vessel injury, the original operative plan to use a forearm free flap was abandoned and a new free flap site was chosen to reconstruct the defect. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Product review of the air dermatome on (B)(6) 2018 revealed that the 2 inch width plate had nicks in the grafting area. The hose did not leak. The head had nicks in the blade area. The hand piece, neck, and lever wear worn. The calibration was out of specifications at the zero setting only. The motor speed was within specifications but at the lower end. The control bar was in the correct position. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since the minimal failures that were noted with the device do not appear to have attributed to the reported event. The surgical technique and experience level of the operator may have been a factor in this issue. The root cause of the reported event could not be specifically determined with the information that was provided. The minimal failures that were noted with the device do not appear to have attributed to the reported event. The surgical technique and experience level of the operator may have been a factor in this issue. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.